Event description:
The customer reported an insertion issue with the adc device and that ¿no needle inside of the sensor". The customer experienced symptoms described as very shaky, tired, sleepy and had contact with a healthcare professional who provided unspecified intravenous treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an insertion issue with the adc device and that ¿no needle inside of the sensor". The customer experienced symptoms described as very shaky, tired, sleepy and had contact with a healthcare professional who provided unspecified intravenous treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and it is observed that the applicator had not been fired and sheath was unlocked. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It is observed that the lid was not completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug and sharp were not returned. Issue will be closed to no product returned. If the sensor plug and sharp are returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.